Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, cassette leaking was noticed. It was reported that the "patient had to change and stopped leaking". No patient injury reported.